Event description:
On (B)(6) 2013, the patient contacted animas and alleged that the display screen is unreadable due to heavy scratching on screen. There is no allegation of an adverse event. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/07/2013 with the following findings: during evaluation, the display lens was found to be heavily scratched on the right side of the lens. During testing, the display screen was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Unrelated to the complaint, evaluation revealed that the up arrow button was intermittently unresponsive and required multiple button presses with increased force to engage; all other keypad buttons responded appropriately. There was no damage or peeling observed to the keypad cover. The keypad cover was removed and contamination was present under the up arrow, down arrow and contrast key contacts. Also unrelated to the complaint, evaluation revealed a crack in the battery compartment above and below the finger pad. There was no evidence of moisture found inside the battery compartment.